Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). The hcp scheduled the patient for a follow up visit on (B)(4) 2018 for a re-evaluation. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient is having a very sharp pain where the ins is implanted in the upper buttock on the right side. The patient stated it is terribly painful. The patient stated he can't even walk he has to hang on the nearest chair. The patient stated he already tried turning stimulation off and that does not resolve the issue. The patient then stated it is very hard to stand up and he has to put all his weight onto the left side. The patient stated his pain level is at a 10. The patient stated he called the healthcare provider (hcp) clinic and is waiting to hear back. The patient noted he love this therapy and he is normally a very happy customer. The patient also stated without it he wouldn't be able to walk. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the patient mentioned he can't get his stimulation to "clam down" stating "it's rough". The patient mentioned when he first got the implant, the stimulation was smooth, and now he can't get the stimulation low enough to be comfortable, and has to keep turning stimulation off and on. The patient stated their stimulation "feels like someone is inside beating on me and wants out. It's a frustrating feeling". The patient compared the feeling to where a "motor races" where you feel "like a zoom" stating stimulation is"not a steady flow". The patient also stated "my body has changed; I have a lot of pain from the bottom of my feet and this stirs it up, I just have to cut it off and sit down because my feet are burning". The patient stated when he first got his implant, he left stimulation on all the time "and it was like a new way of life for me" stating his next step would have been a walker or wheelchair and stated the ins "was like magic". The patient stated he could walk and his pain level was basically gone. The patient then stated he knows medically there are a lot of variables, but still believes his ins will do and wants he to be "pain free", understanding he won't be 100% pain free, but better. The patient stated he talked to the pain clinic and they stating "they don't know what to do". The patient mentioned he was at the clinic last week and his hcp was not familiar with the ins and the patient told the hcp stimulation is really rough and there should be an adjustment somewhere but the hcp didn't know what the patient was talking about. The caller was redirected for assistance reprogramming the ins. No further information was reported.